Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The battery out limit alarm could not be verified due to the unresponsive keypad. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Event description:
It was reported by the customer that their insulin pump was alarming battery out limit and they are unable to clear the alarm because of an unresponsive keypad. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the issue or if the device was dropped. Customer's blood glucose level was 180 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.